Manufacturer narrative:
Covidien/medtronic reference number: (B)(4) . Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
During patient use the evac line detached. There was no required intervention reported and no patient harm reported.

Manufacturer narrative:
(B)(4). One sample of was received for evaluation. A visual inspection was performed and it was observed the suction line was assembled properly. A functional test was performed as air and water was pump through it and no leaks nor occlusions were observed, and no damage was observed. All manufacturing controls were found acceptable and effective to detect the reported failure mode.